Manufacturer narrative:
The device, used in treatment was returned for evaluation. Visual inspection of the returned device confirms that the device is broken and has signs of wear and tear from use. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. According to clinical medical investigation ,case reports that the ball inside of the reamer broke while reaming and the reamer will not spin correctly. Per complaint details, a backup reamer handle was used to complete the procedure without delay or injury to the patient. Therefore, since no patient harm is alleged, no further assessment is warranted at this time. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. The device is a reusable device that can be exposed to numerous surgeries and cleaning cycles. Probable causes that could contribute to the reported event, as reusable instruments are susceptible to damage from prolonged use and through misuse or rough handling. To avoid compromised performance or damage, it is recommended the device be inspected prior to and after each use and cleaning. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. A review of risk management files and the instructions for use found that the reported failure was documented appropriately. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further actions are being taken at this time. We consider this investigation closed. Credit will be issued for the device.

Event description:
It was reported that the ball inside the reamer broke while reaming and the reamer will not spin correctly. No death or injury was reported. No surgical delay.